Event description:
It was reported that the healthcare professional (hcp) requested review of device data to confirm device operation in two arrhythmia events marked by this this implantable cardioverter defibrillator (ICD). Upon review, boston scientific technical services (ts) noted that in both episodes, there is a right ventricular threshold test in progress followed by a sudden change in rate. Ts agreed it looked like atrial fibrillation (af) with rapid ventricular response (rvr). No adverse patient effects were reported. At this time, this device remains in service.